Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery to remove the device. The physician noted the repair was extremely reactive with fibrosis and some exposed mesh. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent hernia repair. A bard/davol perfix plug was implanted in the patient during this repair. On (B)(6) 2016: the patient underwent removal of the failed mesh. The physician noted the ¿repair was extremely reactive with fibrosis and some exposed mesh.¿ the mesh implanted in the patient failed to reasonably perform as intended. It had to be surgically removed, necessitating further invasive surgery to repair the very issue that the product was intended to repair, and thus, providing no benefit to the patient. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.